Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. Post deployment, the clip opened to 60 degrees. Another mitraclip was deployed to stabilize the opened clip and further reduce the mr to 1+. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip opened while locked (unintended movement). The reported unexpected medical intervention was a result of case-specific circumstance as another clip was implanted to stabilize the reported clip. There is no indication of a product issue with respect to manufacture, design or labeling.